Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 2.0; second test inr = 1.8; third test inr = 1.5.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 2.0; second test inr = 1.8; third test inr = 1.5; mean = 1.76; sd = 0.25; %cv = 14%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Products will be tested when returned.